Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A wound infection was reported by the hcp. It was not device related. The pump was explanted. The catheter was cut off and tied. The drug infused via the pump was compounded baclofen. Pt recovered with sequelae as post-operatively, from (B)(6) 2011 till (B)(6) 2011 moderate klebsiella pneumoniae was reported.